Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported on behalf of the customer that the hd autoclavable camera head could not be fixed due to a loose coupler, but the image was normal. The issue was found during preparation for use. The intended diagnostic thoracic surgery examination was completed with another similar device. The patient was not under sedation nor was there a delay. There were no reports of patient harm reported or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.